Event description:
It was reported via repair work order that the head end left siderail would not lock as the siderail retaining ring was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.